Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was 63 mg/dl and 50 mg/dl and 60 mg/dl. Sensor glucose value was 275 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The device was not expected to be returned for analysis. .